Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Visual inspection found that the tip of the driver was rounded, rendering the driver unusable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the screw of the spine clamp is worn and rounded and as a result it is not possible to grip the head of the screw. No patient was present during the time of the reported incident.